Event description:
The drain broke upon removal, had to reoperate to remove broken piece.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify FDA of the results of this investigation once it has been completed.